Event description:
During implantation of a dhhs plate the greater trochanter fractured. After removal of the insertion instrumentation. Surgeon noted the plate had turned and had become "keyed" on its own. Entire construct was then removed and a regular dhs plate was implanted without further incident. The surgeon felt the fracture of the greater trochanter was stable and no additional procedure was needed to correct the fracture.